Event description:
The hospital risk assessment manager sent an email that indicated an incident had occurred, but they could not give any additional details regarding the issue or the status of the patient. Records indicate that an ensite catheter was returned to the company from this hospital on the date associated with the patient injury. The original complaint indicated that there was some type of "location problem" with the ensite catheter. There was no patient injury reported at this time. The ensite catheter was analyzed and there wasno defect in material or workmanship. The catheter functioned correctly when tested in simulated conditions as defined by the IFU.